Event description:
It was reported that this right ventricular (rv) lead had a single spike in shock impedances that was high out of range at 130 ohms. Technical services discussed that single coil leads tend to run higher, and recommended to increase the alert value to 150 ohms and monitor. The lead remains in-service. No adverse patient effects were reported.